Manufacturer narrative:
(B) (4)

Event description:
The pt experienced a shocking/jolting sensation following 2 falls last week. The pt was admitted to the hosp and had some tests done (CT scan, x-rays, and echocardiogram). She did not know if she fell on the implanted device. The shocking sensation occurred at the neurostimulator and lead sites. Further info was requested from the healthcare professional.